Event description:
The manufacturer (mckinley medical) received a copy of an adverse incident report from the medical devices agency (mda), united kingdom. The incident was reported to the mda by a user facility. The report indicates that an electromechanical ambulatory infusion pump was set up to deliver 5-fu at 0.7 ml/hr. Approximately 40 minutes after the infusion was started, the patient reported that the pump was delivering at 19.99 ml/hr. The patient was advised to stop infusion and return to the clinic, where the 19.99 ml/hr rate was confirmed. There was no injury associated with the alleged malfunction.